Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an infection at ipg pocket site with redness, pain and swelling at ipg site. Patient was given IV and oral antibiotics. Surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated.